Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Complaint history review cannot be performed without product identification. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial left tha was performed on an unknown date. A revision occurred due to pain, severe problems walking and doing usual activities, and dislocation. It was identified there was a limb length discrepancy on the left side as well. All devices were explanted and replaced with zb product. A definitive root cause cannot be determined. No problem was found with the devices related to the avn, as it was determined to be unrelated to the devices by a healthcare professional. This complaint was confirmed based on the provided medical records. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Unk zb femoral head. Unk zb screw. Unk zb acetabular liner. Unk zb femoral stem. G2: foreign: south korea. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2023 -03250 0001822565-2023-03251 0001822565 - 2023 - 03253 0001822565-2023-03254 customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported initial left total hip arthroplasty on unknown date. Subsequently, revised due to pain, severe difficulty ambulating, severe difficulty with adls, avascular necrosis, leg length discrepancy and dislocation. All components exchanged without complications. No operative record provided.